Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 160 mg/dl at the time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. Customer stated that the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer troubleshoot was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer was advised to the insulin pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.